Manufacturer narrative:
(B)(4). Additional information device b batch# g5yh38, expiration date: 3/1/2015, manufacturing date: 3/31/2010. Device (a) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. Device (b) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before a lap gastric bypass procedure, the device was about to be used to anastomose the jejunum to the stomach and stapler was opened up fully. The anvil portion was taken from the device and then the surgeon tried to fit the spike onto the anvil end but it was too large to fit into the device and so it could not be attached. Instead of opening another device he shaved the plastic spike to fit and used the device. The device used in the procedure was discarded. Surgery was prolonged seven minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: was the procedure done open/laparoscopic? Lap. What device was used for the proximal and distal transaction of the bowel? N/a. On what tissue type was the device used? Jejunum. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Na. Was the spike of the trocar inserted through bowel lateral or through the staple line? Na. What confirmation did the surgeon receive that the anvil was firmly attached? Na. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Across how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No were any unexpected noises heard? If so, when? No were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donuts and leak test. Does the patient have any relevant history of surgical treatments? Unknown. What are the patients age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.